Event description:
Notified of recent hospitalization from insurance claims. Diagnosis for admission: g40.909 - epilepsy uns not intract w/o status epilepticus. Diagnosis or reason for use: r62.52. Is the product compounded: no. Is the product over-the-counter: no.